Event description:
The sales rep reports that during a laparoscopic cholecystectomy procedure, the clips were not holding. It is unknown how the procedure was completed. There was no patient impact reported. The device was discarded. No additional information was available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.